Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this valve model 2900tfxj27mm was explanted from the aortic position after an implant duration of 4 years due to dehiscence leading to pvl. Initially a severe regurgitation with central jet was suspected, and tavi was planned. Before the procedure, tee was performed and a dehiscence between annulus and lv part leading to tilting bioprosthesis was seen. The surgeon ruled out the paravalvular leak and made the decision to reoperate the patient. During re-operation the cause for the ar was confirmed to be pvl and the dehiscence leading to tilting valve was confirmed. As reported, suture cut through was the cause of dehiscence and also surgeons noted that the area around aortic sub-annulus and mitral valve was slightly broader than in other patients. A valve model 3300tfx25mm was implanted in replacement. Reportedly, there was no svd and valve leaflets were normal. Endocarditis was excluded as the cause of the pvl, however the surgeon sent the valve to culture.